Event description:
It was reported that on (B)(6) 2026, a 19mm sjm regent heart valve w/ flex cuff was chosen for a aortic valve replacement (avr) procedure. The sizing was conducted using the regent-dedicated sizer and the valve got implanted. A coronary artery obstruction was then confirmed prior to weaning from cardiopulmonary bypass, and the valve was replaced with a new 17mm sjm regent heart valve w/ flex cuff valve. The procedural time was prolonged, the patient¿s recovery was reported to have been uneventful. The patient was reported stable.

Manufacturer narrative:
An event of coronary artery obstruction was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported coronary artery obstruction could not be conclusively determined. It is possible that patient condition patient¿s valsalva morphology and tissue softness might have contributed to the reported event; however, this cannot be confirmed. The reported serious injury/illness/impairment was a result of case-specific circumstances as no intervention was reported. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.